Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that during testing, the unit was over feeding by 5-6 mls when set to 50 mls.

Manufacturer narrative:
The device from this complaint was returned and evaluated. The reported issue of an over feed delivery could not be confirmed based on the returned unit. The exact root cause for the condition could not be determined based on the limited information. The unit was upgraded with new software to fix the issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary.